Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a reported glucose value of 340 mg/dl for approximately two hours after breakfast while using the ilet with a cannula-type infusion set, shortly after a set change the prior evening. Symptoms included no reported clinical symptoms. Outcomes included recovery to target range following troubleshooting and education. Investigation included remote review of device data, assessment of recent insulin delivery relative to meals, and user coaching on infusion site troubleshooting and app data synchronization. Investigation of this case revealed no evidence of pump malfunction and suggested possible underdelivery related to infusion site or early post¿set-change variability, with user advised to wait briefly for correction and then perform a site change if glucose did not decline. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.